Event description:
Per the clinic, the patient developed an infection at the implant site. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient also experienced with wound dehiscence at the implant site. Device analysis report attached.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on may 19, 2025 was filed inadvertently. No infection was present for this patient. The correct date received by manufacturer (g3) is august 07, 2025 not april 25, 2025 as previously reported. Per the clinic, the patient underwent a revision surgery on (B)(6) 2025, in order to reposition the receiver/stimulator. However, during the surgery, the electrode was pulled out from cochlea leading to poor sound quality and facial nerve stimulation. Subsequently, the device was explanted on (B)(6) 2025.